Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was due to the l4 inductor being damaged. Charger will not charge a battery the root cause for the damaged l4 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.